Manufacturer narrative:
Continuation of d10: dvea3e4 ev-ICD  implant date: (B)(6) 2024.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the extravascular implantable cardioverter defibrillator (ev-ICD) system dft (defibrillation threshold) testing failed at 30 joules and 40 joules and the patient was rescued successfully with an external shock. Additionally, the patient had to be cardioverted to sinus rhythm (sr) from atrial fibrillation (af). The can was then repositioned 2-3 cm more cranial and 203 cm more posterior and secured. The second ventricular fibrillation (vf) induction was success at 40 joules with normal polarity and excellent sensing. A third vf induction was also successful at 30 joules with excellent sensing. The ev-ICD and ev-lead remain in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.